Event description:
It was reported that this lead was surgically abandoned. The physician damage the lead during a therapy upgrade. This lead was successfully replaced. No additional adverse patient effects were reported.